Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 145mg/dl and 142mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is testing four times a day (fasting) and is taking medication to control her diabetes (pill form). The customer has not made any recent changes in her diet, exercise regimen, and/or medication. The customer stated that the date/time has not been setup (wrong date/time).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 145mg/dl and 142mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is testing four times a day (fasting) and is taking medication to control her diabetes (pill form). The customer has not made any recent changes in her diet, exercise regimen, and/or medication. The customer stated that the date/time has not been setup (wrong date/time).